Event description:
(B)(4). Constant headaches, ongoing periods that last for weeks, metal taste in mouth, joint pain, pain on right side of abdominal, confusion, mood swings (I'm not in pre menopausal stage" was tested, painful sex occasionally.